Event description:
Healthcare professional reported right-side "rupture confirmed via ultrasound and fluid around implant and exchange of textured devices due to patient's concern with product." The device has been explanted and replaced.

Manufacturer narrative:
Clarification to initial reporter name and address: zip code: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late and exchange of textured devices

Event description:
Healthcare professional reported right-side "rupture confirmed via ultrasound and fluid around implant and exchange of textured devices due to patient's concern with product." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed as an unidentified (tear) opening (shell thickness was within specification). Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Additional observations: a delamination total of the orientation (cohesive failure). No further actions are required as the device was implanted.